Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of a -10.0 diopter, was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024, the lens was removed due to elevated iop without pupil block and angle closure. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
D2: mta. D4: vicm512.1. UDI: (B)(4). H4: 01/24/2023. B5: the reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of a -10.0 diopter, was implanted into the patient's eye. Claim# (B)(4).

Manufacturer narrative:
Correction: d6: (B)(6) 2024. Claim# (B)(4).